Event description:
It was reported catheter leaking and when they pulled it out in the ER they see a hole 4 cm from hub. No harm for the patient and no leakage on the hcp. The patient needed a new PICC. No other information was provided.

Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported catheter leaking and when they pulled it out in the ER they see a hole 4 cm from hub. No harm for the patient and no leakage on the hcp. The patient needed a new PICC. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4fr single lumen powerpicc solo catheter. Use residue was observed on the catheter. Microscopic inspection of the catheter revealed a longitudinally aligned split at the 4cm depth marking. The split edges appeared irregular and deformation was evident in the vicinity of the split. An impression line extended on both sides of the split. An attempt to flush the catheter through the split revealed the distal end of the catheter shaft to be occluded. Microscopic inspection of the distal end of the catheter shaft confirmed a complete occlusion with what appears to be hardened biological residue. Possible causes of the split include repetitive kinking of the indwelling catheter or over-pressurization of the catheter tubing. However, it appeared that additional unidentified factors may have contributed; therefore, the exact cause of the split could not be determined.